Event description:
It was reported that the small battery drive device had an unspecified malfunction. During an in-house engineering evaluation, it was determined that the device had intermittent operation, fluid ingress and would not run. It was further determined that the device failed pre-test for check function of the device and check power with the test bench. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. UDI: (B)(4).